Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One video sample of a powerpicc catheter outside of patient use was provided for evaluation. A statlock securement device is attached to the molded wing hub. The catheter is being held and appears to be infused with a clear fluid. Fluid is observed to leak from between the 2 and 3 cm depth marker. The surface characteristics of the catheter cannot be clearly inspected. Based on the video sample provided, possible contributing factors include sharp instrument damage and material fatigue caused by repeated kinking of the catheter. Since a leak was observed on the catheter shaft, the complaint is confirmed but the exact cause remains unknown. Evaluation findings are in section h.11.

Event description:
It was reported that PICC presented a rupture in one of the paths. No other information was provided. Additional information received: - was incident noticed prior, during or after use? R: incident noticed during the use of the catheter; - was there any impact to patient/health professional? R: none, only the passage of a new catheter; - was medical intervention required? R: only the passage of a new catheter; - was there exposure to blood? R: none; - what medication was being used? R: intermittent use. The grey path was for noradrenaline, and the red path was for sedation with midazolam;

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev2302 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC presented a rupture in one of the paths. No other information was provided.